Manufacturer narrative:
Device evaluated by MFR: returned product consisted of the watchman access system (was). The device was bloody. The hub, sheath, and tip were microscopically and tactile inspected. Inspection revealed a kink in the sheath located 18.5 cm from the tip and there was tip damage (delamination). Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on analysis completed on 06 april 2018. It was reported there was a positioning issue. A left atrial appendage (laa) closure procedure was being performed. A watchman® access system was attempted to be used, but the laa was "too low". The procedure was stopped. There were no patient complications and the patient is stable. However, device analysis revealed inner liner delamination on the tip of the access system.